Manufacturer narrative:
The field service engineer (fse) inspected the ion-selective electrode (ise) module and found the gear pump pressure to be low. The fse then adjusted the gear pump pressure. He performed ise checks with successful results. He performed calibrations and qcs with acceptable results. The customer performed multiple calibrations during the period of 23-sep-2022 until 28-sep-2022. The customer has had multiple successful and unsuccessful calibrations during this period. The calibrations that failed contained multiple errors. The qc for channel a was within the customer's provided ranges before the issue started to occur and during the reported period the event occurred. The alarm trace from the digital laboratory management software contained multiple abnormal aspiration (sample probe) errors. This is an indicator of possible poor sample quality. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for nineteen patient samples tested on the cobas 8000 cobas ise module (double). The reporter also stated that they needed to recalibrate due to calibration errors and that the qc would recover in and out of range. They noticed a difference in the results when the qcs were in range. The reporter stated that some of the initial results were reported outside of the laboratory and some questionable results were caught prior to reporting. The reporter provided examples of initial results that were reported outside of the laboratory. Refer to the attachment in the medwatch for these results. The repeat results were deemed correct. The electrode lot numbers and their expiration dates were requested but not provided.